Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal seal involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the side seal stopcock of the universal seal broke off while connecting the insufflation gas line. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was loss of pneumoperitoneum. There was a partial rapid loss of insufflation and reduced visualization. The patient did not experience any complications.